Event description:
It was reported that right atrial lead exhibited noise and high out of range pacing impedance measurements and noise. Due to this, a lead safety switch was triggered. Reprograming of the device and a potential lead replacement were discussed. A follow up appointment was scheduled. At this time, this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that right atrial lead exhibited noise and high out of range pacing impedance measurements and noise. Due to this, a lead safety switch was triggered. Reprograming of the device and a potential lead replacement were discussed. A follow up appointment was scheduled. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received confirming that high pacing thresholds were also observed.